Manufacturer narrative:
This is a resubmission of initial MDR per request from (B)(6), FDA medwatch program. Inital MDR originally submitted on (B)(6) 2016. MFR report # has been corrected.

Event description:
It was reported that during use in oncology, a leak was found from the catheter placed in the patient's right jugular. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) male.